Event description:
Information was received which indicates that the patient was having discomfort in their neck. The surgeon elected to perform exploratory surgery on (B)(6) 2016 to identify if any anomalies were present causing the patient's pain. The result of this surgery is unknown. No other relevant information has been received to date.

Event description:
Information was received which indicates that the patient had severe pain around the vns after they replaced the battery which required another surgery to rearrange the device and the wires. The surgeon opened the patient's chest incision and turned the patient's head to ensure there was enough slack in the lead. No other relevant information has been received to date.

Event description:
Information was received which indicates that the patient was having severe pain in their neck. The surgeon elected to perform exploratory surgery on (B)(6) 2016 to identify if any anomalies were present causing the patient's pain. The physician did not find the patient's source of pain and made no corrections to the vns system. No other relevant information has been obtained to date.